Event description:
During a procedure the remb micro drill displayed a bias current message when connected to the console, signaling a condition occurred from which the device has the potential to run without user activation. There was no patient or user adverse consequence associated with this event.

Manufacturer narrative:
Investigation will begin upon receipt of the device.

Event description:
During a procedure the remb micro drill displayed a bias current message when connected to the console, signaling a condition occurred from which the device has the potential to run without user activation. There was no patient or user adverse consequence associated with this event.

Manufacturer narrative:
This MDR was submitted in error. This complaint is a duplicate of pr192656 and the MDR has been reported previously in MDR#0001811755-2013-01466.